Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a defective touchscreen x-y board. It was also noted that the handle was broken. The connector locking clip for the stylus was missing. The left and right lower hinges were worn and not supporting the display. The link electronic module board spacer was broken. The lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.